Event description:
It was reported that the device ac mains light was not illuminated. The device would not operate on ac power. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the ac led was not illuminated when it was plugged into ac outlet. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly on a test mock-up device at the failure analysis center and observed no ac operation. The root cause of malfunction was a failure of the power supply module's ac power supply, the q1 and q2 transistors were shorted. Fuse f1 was also found open.